Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Based on the available data, no electrical peculiarities could be noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the reported damaged is-1 connector pin. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 101 months, it was reported that during the ICD elective replacement procedure, the is-1 connector of the lead seemed to be damaged. The lead remains in the patient.